Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's facial nerve paralysis reportedly resolved. This is the final report.

Event description:
The recipient is reportedly experiencing facial nerve paralysis. The recipient was prescribed oral steroids for post-operative inflammation.